Event description:
It was reported by the customer the doctor was preparing to perform a breast biopsy. It was reported the customer plugged the newly repaired st holster into the control module, mounted the probe, and attempted to initialize the probe and received an l4-003 error. The customer powered the unit off, then on, reinitialized the probe and received another l4-003 error. The customer powered the unit off, tried a different probe, powered the unit on, attempted to initailize the probe and received another l4-003 error. The customer powered the unit off, checked the dc motor adapters for both green and blue ports, untwisted the cabling, manually turned the cabling for both the blue and green cables and ports on the probes, reconnected both items, powered the unit on, attempted to initialized the probe and received another l4-003 error. The doctor decided to abort the case and reschedule the patient for thursday morning at 8 am. The customer would like to have the st holster re-evaluated. The control module will be sent in for analysis for the l4-003 rotational drive error and the two probes used to attempt the initialization will be sent in for analysis. No patient consequence occurred.